Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit went out of focus during surgery. It was further reported that another unit was available for use and the surgery was completed.